Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator/monitor indicating that there is an electrocardiography (ECG) issue, there is poor ECG capture with the leads and paddles. The following functional tests were performed: defibrillator checked and the operation is checked with the patient simulator and defibrillator analyzer. Results of functional testing indicate that the fault cannot be reproduced. The equipment is being used with a generic ECG cable, so it is recommended to the customer that it be replaced with an original philips ECG cable. The equipment is checked with philips consumables and no failure was detected. The equipment was determined to be working and fully functional. The device remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.